Event description:
It was reported a continuous ambulatory peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized for another indication. The same day as event onset, the patient began treatment with vancomycin injection (1gm, every 3rd day, ongoing) and fortum injection (1gm, once a day, ongoing) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6 and b7. B5: on an unknown date, antibiotic treatment were discontinued. At the time of this report, the patient has recovered from the event 27 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.